Event description:
Hcp reports a reservoir discrepancy for an intrathecal infusion pump patient. No symptoms were reported. The patient is also receiving oral dilaudid. The expected reservoir volume was 8.1 cc and 16 cc were aspirated. Result is an 80% underinfusion. A follow up report will be sent when additional information is received.